Manufacturer narrative:
(B)(4). The distributor in (B)(4) was shipped a replacement device for their customer. Carefusion issued a return goods authorization (rga) number to the distributor in (B)(4) for the return of the alleged faulty device for evaluation. The alleged faulty device has been received, routed to the carefusion failure analysis lab and staged for evaluation. Once the evaluation of the device is complete, carefusion will submit a follow-up medwatch report.

Event description:
The distributor in hungary reported that the device's lcd screen intermittently goes black (nothing displayed). The device continues to operate otherwise. There was no report of patient involvement.

Manufacturer narrative:
Failure analysis: sipap unit pn: 27443-001 sn: (B)(4) was received for investigation without an ac power cord. As reported in the complaint someone has already opened this unit in attempts of troubleshooting the reported issue prior to being received into the failure analysis lab. The unit was powered on and the screen powered on completely and no performance issues were found. The unit was left to cycle overnight and the next morning the unit is still operating fine. The cover was then removed and after a visual inspection I found no visual anomalies. The fuses were then suspected and found fuse f6 was very loose, a loose contact will cause the screen to black out without affecting the operation of the unit. After physically manipulating this fuse I was able to confirm the reported issue. It appears that the fuse was not completely engaged causing an intermittent connection. Findings/root-cause: reported issue was not duplicated until fuse f6 was physically manipulated during operation as this fuse was received very loose and is the most likely cause of the reported issue and isolated to an assembly error.